Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.

Event description:
It was reported that after a da vinci-assisted right partial nephrectomy procedure, the patient developed an incisional incarcerated hernia at the most inferior port site, where the drain tube had been inserted. The initial procedure was completed without any intraoperative complications, and as expected, a drain was placed at the most inferior port site upon the procedure's conclusion. The exact number of days post-operation when the small bowel became incarcerated is unknown. To address this issue, the patient underwent an additional procedure for hernia repair. No other post-operative complications were reported, and the cause of the incarcerated small bowel remains unidentified.